Event description:
Information was received via a diabetes educator from the patient¿s treating clinic indicating that the patient experienced a reaction at the cannula site associated with the use of two pods. Medical assistance was required, and the patient was treated with antibiotics. No additional clinical information was available, including the specific diagnosis, blood glucose changes, symptoms experienced, skin site appearance upon pod removal, or whether a pod was worn at the time medical attention was sought. It was reported that the patient discontinued use of the omnipod system following the event and transitioned to an alternative insulin delivery system. Multiple good-faith outreach attempts were made; however, no response was received. A supplemental report will be provided if additional information becomes available. (Insulet reference numbers. (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: data not available omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.